Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital via ambulance due to low blood glucose (bg) levels of 30 mg/dl and loss of consciousness, while wearing the pod longer than 48 hours on the hip/buttocks area. As treatment, honey was given under the tongue and an intravenous (IV) of glucose was administered.